Event description:
Ribbon cable fold over and lose total signal for both spo2/ pulse rate. Erroneous/ lower values on both types of sensors. Neo adhesive sensors seem worse long time getting a signal). Several broken cables that have been sent to biomed reports of difficulty with getting readings. Reports of the device easily looping around a patient¿s hand and tugging on the device which may be causing some of the issues with the readings. Pt stated that the connector is very awkward when walking patients and they are finding that they need to tape the device to the patient¿s finger so it doesn¿t hang and bounce around. The connector comes disconnected easily. Neonatal intensive care unit (nicu) is struggling with the pressure it places on the skin and potential injury.